Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: treatment of restenosis.device issue: none. It was reported that another company's stent was implanted to treat the restenosis of two unknown zeta stents. No additional event or patient information is available.